Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation, as they started the case, everything was plugged in and waiting. The physician pulled the vacuum prepped the ballon and got access to left superior pulmonary vein (lspv), then inflated the balloon the first time with the console screen. As the balloon went to increase the size of the balloon to 31mm the team grabbed the remote, and it was vibrating. The balloon was able to increase size 31mm with the press of a button on remote. Upon ablation of the lspv, the ablation temperature reached 67 degrees and the esophageal temperature was 25 degrees, so the physician requested to come off ablation. When the orange ablation off button was pressed on the controller, there was no feedback as it was vibrating, therefore they did not think it stopped the ablation. The stop button was pressed on the console screen, which hard stopped the ablation. They unpluged the remote control, plugged it back in and the vibrating stop. The procedure was completed without any complications. The device is not expected to be returned.